Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clip applier jammed closed on the vessel. Another one opened, ligated and applier cut off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/04/2009. Information anticipated, but unavailable at this time.